Event description:
It was reported that this pacemaker was explanted due to unknown reasons at this time. The health care professional (hcp) requested information from boston scientific technical services (ts) regarding safety mode parameters. Additionally, out of range pace impedance measurements were observed on the right ventricular (rv) lead. The involved lead is a non boston scientific product. A revision procedure was performed and the rv lead was surgically abandoned and this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons at this time. The health care professional (hcp) requested information from boston scientific technical services (ts) regarding safety mode parameters. Additionally, out of range pace impedance measurements were observed on the right ventricular (rv) lead. The involved lead is a non boston scientific product. A revision procedure was performed and the rv lead was surgically abandoned and this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.